Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim it was reported that ; they stated that for the past month and a half they have been feeling discomfort from the stimulation sensation. The caller stated that when they adjust the stimulation up or down it feels like electricity in the bottom of their back for 2 seconds, and now it's on the right side. The caller added that they could not sleep and were so aggravated. Caller confirmed they have not had any falls or medical procedures that would have caused this issue. The caller mentioned that they called the doctor's office, and they told them to wait until their appointment on the 15th. The agent reviewed with caller that they could try switching programs or turning stimulation off completely to see if that helps. The caller declined assistance with changing programs and stated they will turn it off. The patient was redirected to their healthcare provider to further address the issue.